Event description:
It was reported that this right atrial (ra) lead was explanted due to it was fractured. A new ra lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.